Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center a ventilator inoperative code was found related to a motor failure. There was no reported patient involvement. The manufacturer's service technician observed the ventilator inoperative blower failure code in the device's event log. The technician recommended replacing the device's trilogy inlet air path/removable foam to address the error code. The device did not pass final testing. The software was upgraded. No repair was performed. No further investigation is required.